Manufacturer narrative:
Medwatch submitted on: convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Regulatory affairs manager reports noticed that there is a difference between the temperature range on the pack and insert versus the outer carton box. The outer carton box indicates a range of 5-30 0c, while the pack and insert of granuflex etra thin and aquacel ag surgical, for instance, indicate a range of 10-25 0c.